Event description:
It was reported they there have been issues with the clips falling off the ligated vessel. This is causing them to have to use 3 to 4 times the usual amount. Also, the clips are also shooting off and falling out from the tip as well. There have been several instances of different devices from the same lot. According to the doctor, they started experiencing issues when the handle color of the device changed. There were no patient consequences reported. Procedure: unknown.

Manufacturer narrative:
Pc-(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: please provide more details how ¿the clips are also shooting off and falling out from the tip as well¿. Did device fire malformed clips? Yes. Did device fire scissored clips? No. Did device drop or eject clips? Yes.

Manufacturer narrative:
(B)(4) date sent: 2/1/2022 h2: additional information received: -the clips were easily wiped off tissue as reported by surgeon. -the rep reported the medium clip was the issue and the large clip was fine. -rep said surgeon is believed to be experienced user. -type of procedure is unknown, but it is believed that surgeon user is a plastic surgeon. Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: on what type of procedure was device used? What is surgeon¿s experience with using the msm20 device? Were the clips noted to be falling off intra-op during procedure? Did surgeon complete procedure by using new clip applier of different lot number? Were there any patient consequences? Did surgeon fire device of issue over another clip, staple, or hard object/structure? Were device jaws twisted or torqued while placing the clips/firing the device? Were there any other issues noted while firing the device (for example was increased force needed to fire the device, did the device jam or lock up, or was the device sticking/difficult to fire)? On what firing of device did issues occur (for example did the issues occur on the first firing of device)? Did the device fire unformed clips? Did the device drop or eject unformed clips without the device being fired? Did the device fire malformed clips and if so what was the shape (for example, was the malformed clip pear shaped, or¿please describe clip shapes)? Did the device fire scissored clips (for example, clips resembling breast cancer ribbon shape)? H11=corrected data=h6 h6: 6. Medical device problem code: correct code is a050704 (failure to form staple). Removed material integrity problem (a04) as there was no issue reported with device handle.